Manufacturer narrative:
The following was received by the customer for investigation: one used list #14687-15, primary plum set, clave secondary port, clave y-site, secure lock, 103 inch; lot #unknown. One used manufacturer unknown, 4-way stopcock; lot #unknown. The complaint of leakage on the blue connector of the 14687-15 primary plum set was confirmed. There was no significant damage or anomalies noted on the returned primary plum set. The set was air pressure leak tested and a leak was observed on the y-clave. Upon disassembly, a puncture was noted on the clave seal and an internal scratch was noted on the body, typical of a needle strike. The probable cause of the observed leakage is due to the puncture on the seal. The damage is typical of access with an incompatible mating device during use. The directions for use states: the clave connector is compatible with luers with an internal diameter (ID) between 1.55 mm and 2.8 mm. Do not use needles, blunt cannulas, or luer caps on needle free connectors. The device history record could not be reviewed could because no lot number was identified. D9 - date returned to mfg: 05dec2023.

Event description:
The complaint/event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. Leakage was reported on the blue connector. The set was replaced, and therapy resumed. Solution involvement was unknown, but there was no chemo drug involvement. There was no human harm reported as a result of this complaint/event.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Section e: initial reporter full phone number: (B)(4). Ext. 261250.